Manufacturer narrative:
The pad-pak was first installed in december 2009 and performed to specification up to the 21st october 2012. The device failed several self-tests due to a low battery between the 28th october 2012 and the 4th november 2012. The device remained in fault mode until the 13th november 2012 when an increase in voltage was observed and the device passed a self-test. Multiple manual power ups, mainly of 10 minutes duration, were recorded between the (B)(6) 2014 and the last log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The voltage fluctuation recorded was reduced enough to potentially caused the self-test fails. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.